Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a mvs system and database issue. The software was reloaded, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. The site reported that after they booted up the system, before use, the system could not boot up ready and reported a mobile view station (mvs) error. There was no patient present when this issue was identified.